Event description:
Took system 9 seconds to alarm asystole after last qrs beat. There was a 3 second pause arrhythmia preceding the last qrs beat. Pt's heart rate had been slowing down, should not have taken so long to determine asystole. This is another example to show why the current ek-pro asystole criteria shouldn't include the hr due to its lag time. The pt had a seizure 2 seconds after the cscs (carescape central station) alarmed asystole.